Event description:
The user failed three out of five ckmb samples from a proficiency survey. They retested the same samples on (B)(6) 2009 and the results recovered in range. The user noted the samples had been refrigerated and were only stable for three days. The user ordered a new set and tested them on (B)(6) 2009 and the results were in range. All results are in ng per ml. Sample 1 initial result was 42.74, repeat result was 52.55 and result on new sample was 50.96. Acceptable range was 42.4-62.4. Sample 2 initial result was 28.70, repeat result was 34.52 and result on new sample was 34.82. Acceptable range was 29.9-39.9. Sample 3 initial result was 18.14, repeat result was 22.81 and result on new sample was 22.16. Acceptable range was 19.3-25-.9. The user stated it was unk if any pt results had been affected. The user performed lot calibration done on the day the survey was originally run and qc had shifted down. No alarms or flags were present on the calibration. She determined not every one in the lab was aware that the reagent packs and calibrator needed to be warmed up to correct temperature before calibrating and questioned if there was an issue with the lot calibration due to reagent pack not being warmed up to correct temp.

Manufacturer narrative:
The field service rep determined there had been a calibration failure on the day the survey was run. The user recalibrated ckmb and he checked the analyzer operation with no problems found. The user ran qc with all results within specifications.